Event description:
Unsolicited communication from pt to report her cassette gave her 'no disposable error'. Pt switched to back-up pump, used new mix and new cassette but thinks it was the cassette not the pump. (Pt just switched pumps out to be sure.) Pt does not have lot number. No further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Event is only for cassette. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking info is not available. No add'l info is available at this time. All known info is contained on this form. If any add'l info is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; pt has back up; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.